Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the needle fell out. There was no report of patient impact. The following information was provided by the initial reporter: I've had to thrown out 5 because either the needle fell out of the pen needles.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the needle fell out. There was no report of patient impact. The following information was provided by the initial reporter: I've had to thrown out 5 because either the needle fell out of the pen needles.